Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 30 mg/dl. The customer states they treated with food. Then the customer mentioned that he had discrepancy between her sensor glucose 221 mg/dl and blood glucose 303 mg/dl. Troubleshooting was performed. No further information was provided.